Event description:
Eeaxl2535 stapler used during laparoscopic roux-n-y procedure broke after the anastomosis. It was detected on the patient's omentum tissue at the end of the case. The piece that broke off is the spike.